Event description:
During a pulsed field ablation atrial fibrillation procedure, there was a procedural delay. The Advisor HD Grid X catheter was unable to be visualized and there was a magnetic sensor error. The DWS system was rebooted, and the catheter could be visualized, but geography and mapping could not be collected. The DWS was restarted and the Advisor HD Grid X cable was replaced with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the Batch Record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a magnetic sensor error could not be conclusively determined.